Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed and no anomalies were found. The analyst commented that the returned distal segment was thoroughly analyzed, including destructive analysis, in an attempt to find an explanation for the elevated pacing thresholds and low pacing impedance described in the event. There were no anomalies observed on the distal segment. An in-vivo insulation breach or conductor fracture was not observed during analysis. The lead was returned with non-severe explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead showed elevated pacing thresholds and low pacing impedance. The lead was extracted and replaced. No patient complications have been reported as a result of this event.